Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 63-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that on the previous night the patient fell out of bed while on optune gio therapy, sustaining a skin laceration to the back of the head. The patient was taken to the emergency room (ER), where six sutures were applied. Consequently, optune gio therapy was temporarily discontinued. On (B)(6) 2024, it was reported that the sutures were removed on (B)(6) 2024, and the patent had since resumed therapy. The prescribing physician was contacted for further details without reply.